Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the delivery device guide wire may have further aided the analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. Factors that may contribute to the difficulty to advance/position and difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, anatomical conditions, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery device, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported peeling, difficulty to advance and difficulty to remove. Based on the reported information, the command 18 guide wire was advanced with a pulmonary wedge catheter without any issues noted. It is possible that the guide wire lumen to the cardiomems sensor device was damaged causing the resistance during advancement over the guide wire likely bunching the polymer coating distally resulting in the difficulty to remove; however, this could not be confirmed. Additional polymer damage likely occurred during separation of the devices form one another on the back-table post procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was initially reported that the device was available for evaluation. Additional information was received that the device has been discarded.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that this was a percutaneous procedure to place the cardiomems sensor into the left pulmonary artery. The command 18 guide wire was advanced to the pulmonary artery via the pulmonary wedge catheter. The wedge catheter was then removed and the command 18 guide wire was left in place. The cardiomems delivery system (ds) was advanced over the guide wire, until a lot of resistance was met with the wire. Once the distal tip of the wire was repositioned to a more distal vessel, the ds was able to be advanced enough to successfully deploy the cardiomems sensor in the left pulmonary artery. The ds was unable to be removed from the guide wire, so both were removed together as a unit. The coating on the guide wire was pushed to the distal portion of the wire. Some of the damage could have occurred due to the removal of the wire from the delivery system on the back table post procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.